Manufacturer narrative:
Concomitant medical products: dtma1d1, crtd, implanted: (B)(6) 2020; 5076-52, lead, implanted: (B)(6) 2010; 694758, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on the stored electrograms (egm). The ra lead remains in use. Additional information noted the left ventricular (lv) epicardial lead was capped due to elevated thresholds. No patient complications have been reported as a result of this event.